Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 39286-65 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the patient¿s original lead had impedances greater than 10,000 ohms after a fall. In result, a surgical revision was performed. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
Analysis indentified that the conductors were broken in the body of the lead ((B)(4)) due to overstress/damage.

Manufacturer narrative:
Analysis is not yet complete. A supplemental will be sent when analysis information is available. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.